Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, during a routine follow-up, loss of capture was observed on this right ventricular (rv) lead. A chest x-ray was obtained that showed the lead had dislodged and a revision procedure was scheduled. This rv was explanted and discarded. No additional adverse patient effects were reported.